Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The battery present in the cycle was subsequently used in a patient procedure to power a medical instrument; no injuries have been reported.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.

Manufacturer narrative:
The user facility reported that the processing cycle subject of the reported event was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci result confirms the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Based on the results of the processor record and ci and inspection of the v-pro sterilizer, it is concluded that the instruments processed in the unit were properly sterilized.